Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, tear with implant caused by surgeon.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and exchange. Healthcare provider additionally reported damage caused by explant surgery as "tear with implant caused by surgeon."(not device related). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture/use error: observed two openings on anterior assessed as surgical damage. Additional observations: no other observations observed on the device. Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV and exchange. Healthcare provider additionally reported damage caused by explant surgery as "tear with implant caused by surgeon."(not device related). The device has been explanted.